Manufacturer narrative:
The initial report of patient death was reported under MFR report # 2916596-2017-02964. The serial number for the 12v internal battery is (B)(4). Approximate age of device- 4 years, 9 months (calculated from first usage by the patient). Manufacturer's investigation conclusion: the patient expired and the equipment was returned for analysis. The returned power module was connected to the test system monitor, test system controller, test patient cable and test pump. It was noted that the 12v internal battery was connected to the power module upon arrival. While the returned power module was connected to an ac outlet; the power module produced a red battery alarm. The internal battery was removed and the open circuit voltage (voc) was measured and found to be 3.4v (depleted battery); therefore, a test battery was utilized throughout the testing procedure. The pump operated on a mock circulatory loop using all of the test external equipment without issue. Several pump stop commands were successfully initiated from the system monitor and the fixed speed and low speed limit were changed without issue. No communication or abnormal response latency issues were observed. No functional issue was identified during analysis with the exception of the depleted 12v internal battery. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Based on the investigation findings, the 12v internal battery of the power module was found to be non-functional. According to the patient's spouse, there was no audible alarms before the patient's death.